Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the pc board is yellow flashing continuous.as stated on the repair statement additional malfunction on this device: unit also showing 1 green, 3 red light codes